Event description:
Customer reported there were air bubbles in the infusion set tubing about 1/4 of an inch in size. Customer's blood glucose was 270 mg/dl. He also stated the insulin pump screen went blank and when it came back up, there was a battery out limit alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and scratched reservoir tube window.